Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost her insulin pump. The customer was hospitalized about a year ago but does not recall when. Customer's blood glucose level was 648 mg/dl. Her stomach was hurting, had high ketones, was vomiting, and nauseous. She was in the hospital for 8 to 9 hours and was given an IV with saline and insulin. The customer was wearing the insulin pump at the time of hospitalization. The customer was no longer on the insulin pump because she lost it about a year ago. The device was not returned.